Event description:
Customer reported having a crack on the screen of the insulin pump. Customer also mentioned that their blood glucose readings are high and have been trying to figure out why. Customer's blood glucose reading at the time of the call was 270 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.